Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the right ventricular channel of the pulse generator. The patient was asymptomatic. Device reprogramming was performed.